Manufacturer narrative:
Additional: it has since been reported that the patient experienced methicillin-resistant staphylococcus aureus, pain and irritation at the abutment site. Subsequently, the patient underwent a skin revision on (B)(6) 2019 to remove the abutment and was administered oral antibiotics (date not reported). This report is submitted on march 29, 2019.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. This report is submitted on september 30, 2022.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection at the abutment site and a healing cap was placed on (B)(6) 2019.